Event description:
It was reported that the lead was inserted into the implantable neurostimulator (ins) and the screw was tightened. Impedance was ran and the 0 electrode showed greater than 4000 ohms. The screw was loosened and the lead was taken off and cleaned. Lead insertion into the header was difficult and the screw would click, but would not secure. The screw would not tighten and the lead could easily be pulled out. The action required as a result of the event was that a different product was used. There were no patient symptoms or complications and the patient status was alive with no injury. The product issue was resolved and the cause of the issue was not determined. The ins would be returned.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.